Event description:
It was reported that during an unk procedure, scissoring occurred. No pt consequence. No return device.

Manufacturer narrative:
Date sent: 06/26/2006. A1,2,3,4; b6, 7; d11: info was not provided by the affiliate. D4; h4: info is unavailable; device was not returned for eval.